Manufacturer narrative:
The power switch was replaced to correct the reported issue. No report of patient involvement.

Event description:
During depot repair, the ge healthcare technician found the on/off switch issue which would cause the unit reboots. There was no reported patient involvement.